Event description:
Impedances were greater than 3,6000 ohms on all pairs. Group impedance was greater than 3,6000 ohms and the current was .065ma. The physician noted that the impedances had always run high for this pt. The pt experienced a shocking/jolting sensation in the chest area around to her back at intermittent times, for example lying down and walking. This started about a week prior. There was no related fall, trauma, accident, or incident. Movement or palpation did not cause stimulation changes. X-ray showed potential lead fracture. There was no evidence of lead migration. The pt was advised to keep the stimulator off. A revision was not yet scheduled.

Manufacturer narrative:
(B) (4).